Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump experienced an insert slide clamp alarm, which interrupted delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was a defective safety clamp. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow-up MDR will be submitted if additional information is obtained.